Event description:
It was reported the patient underwent a tka approximately four year after the procedure the patient has been revised for pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibia, item # unknown, lot # unknown; persona femoral, item # unknown, lot # unknown. Report source: the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04122, 0001822565-2019-04123.

Event description:
It was reported the patient underwent a tka at an unknown date. Subsequently, the patient has been revised for unknown reasons. Attempts have been made, and no further information has been provided.